Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name updated. D9 date returned to manufacturer: 5/15/2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. The device was received with a microswitch and disposable alarm that was not working. The cause of the customer reported problem was the faulty microswitch. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative would take no repair action due to the condition and age of the device, as it was deemed beyond economical repair.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the disposable alarm was not functioning properly. There was no patient involvement, and no patient harm/adverse event reported.